Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate electric shocks due to low tachy zones and atrial driven arrhythmia. Therapy was exhausted. The device was reprogrammed and remains in service. No additional adverse patient effects.